Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was off. A technical support specialist dialed into the station and accessed medapp. The station time was checked and found to have a 5-minute delay compared to the central standard time (cst) time zone. The time was edited accordingly, and the station was monitored to ensure it was running correctly. An email was then sent to the customer for confirmation. The customer verified the update and agreed to proceed with case closure. The issue was successfully resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was off, and it had been a few days now. It was impacting their workflow and patient care as all data were not being updated correctly on time. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.